Event description:
Same case as: 2134265-2008-01809, 2134265-2008-01810, 2134265-2008-01811. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 90% stenosed lesion being treated was located in the severely calcified, severely tortuous left anterior descending (lad) artery. The pt had been hospitalized due to an orthopedic surgery, when she developed angina pectoris and heart failure. The physician attempted to perform ivus, but was unable to cross the lesion. The physician ablated the lesion with 1.5 mm rota device and ivus was performed. The lesion was predilated with a 2.5 x 8 mm quantum maverick balloon. The physician deployed two 3.00 x 24 mm taxus express2 drug eluting stents, overlapping, in the proximal to mid lad. A kissing balloon technique was performed in the proximal lad to the proximal left circumflex (lcx), using a non-bsc balloon and the 3.00 x 24 mm taxus stent delivery balloon. The distal lcx was predilated with a 2.5 x 8 mm quantum maverick balloon and a 2.50 x 12 mm taxus express2 drug eluting stent was deployed. The 2.50 x 12 mm taxus stent was post-dilated using the 2.5 x 8 mm quantum maverick. The physician attempted to perform ivus, but was unable to cross the lesion. Angiography was performed. The physician confirmed good blood flow and the procedure was completed. Medication: aspirin and clopidogrel. Seven days post the initial intervention, approximately 800cc of pleural effusion, caused by heart failure, was removed and the pt was transferred to the orthopedic surgery ward. The pt developed hypopnea during the night. The pt was intubated, but her condition did not improve. An elevated ck value was confirmed and an emergent coronary angiography was performed. The physician confirmed total occlusion, caused by thrombosis, in the lad and proximal side of the 2.50 x 12 mm taxus located in the distal lcx. An unk guidewire and a 1.5 x 12 mm apex balloon was advanced to the distal lad, to remove the thrombus. However, once the apex balloon was dilated, the physician found that the balloon was in a side branch and a "puncture" occurred in the side branch. Emergent coronary artery bypass graft was performed and completed without any problems. The pt condition is reported as "recovering".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.